Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure"), premature labour ("preterm labor"), premature rupture of membranes ("preterm prolabor rupture of membranes"), premature separation of placenta ("possible placental abruption") and breech presentation ("breech presentation") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of cesarean section, parity 1, multi gravida, hypertension and gestational diabetes. The only concomitant product mentioned was iud nos (intrauterine contraceptive device). On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required), premature labour (seriousness criterion medically important), premature rupture of membranes (seriousness criterion medically important), premature separation of placenta (seriousness criterion medically important), breech presentation (seriousness criterion intervention required), haemorrhage in pregnancy ("vaginal bleeding in pregnancy"), gestational hypertension ("chronic hypertension") and device expulsion ("partially expelled"). The patient was treated with surgery (bilateral salpingectomy and c section). Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on (B)(6) 2021. The reporter considered breech presentation, device expulsion, gestational hypertension, haemorrhage in pregnancy, pregnancy with contraceptive device, premature labour, premature rupture of membranes and premature separation of placenta to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis: a) placenta, 26 1/7 weeks gestation, cesarean section: extreme preterm placenta, fetal membranes and tri vascular umbilical cord weight: 182 grams, within normal limits for gestational age no significant pathologic abnormalities. B) fallopian tube, left, salpingectomy with essure: benign fallopian tube with congested and edematous wall essure identified by radiograph amorphous concretions consistent with calcifications c) fallopian tube, right distal salpingectomy: benign fallopian tube with congested and edematous wall amorphous concretions consistent with calcifications history: operative procedure: cesarean section gestational age: 26.1 weeks. Days gravida/para: g6 p5 clinical history: chronic hypertension, maternal diabetes, preterm birth gross: placenta: specimen integrity: intact placenta type: singleton cord: dimensions: 17.0 cm long 1.0 cm in diameter insertion: normal membranes: insertion: marginal disc: weight: 182 (unfixed, trimmed) dimensions : 15.0 11.5x 1.3 cm configuration: discoid left fallopian tube with essure: specimen type: left salpingectomy with essure fallopian tube: 8.0 cm long 0.5 to 0.8 cm in diameter abnormal luminal contents: none (essure coil present) abnormalities of wall: fibrosis present surrounding the essure coil changes consistent with prior essure present at the proximal end with surrounding wall right fimbria: specimen type: distal salpingectomy fallopian tube: 2.7 cm long 0.7 cm in diameter, fimbria present. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records breech presentation, device expulsion, gestational hypertension, haemorrhage in pregnancy, pregnancy with contraceptive device, premature labour, premature rupture of membranes and premature separation of placenta. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Event medical device removal is replaced with breech presentation, device expulsion, gestational hypertension, hemorrhage in pregnancy, pregnancy with contraceptive device, premature labour, premature rupture of membranes and premature separation of placenta. Medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1583 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1583 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.